Manufacturer narrative:
The manufacturer concludes the root cause of this event was user error and not related to any fault of the product. The chair was not safely attached to the lift arm when the lifting started, which caused the transfer chair (and pt) to fall. It is stated in the operating and product care instructions (opi) under a warning not in the chapter titled safety instructions, "before using the transfer chair, make sure it is safely attached to the lift arm and that the locking mechanism is thoroughly locked." The other worn parts on the bath did not contribute to the accident, but the manufacturer does recommend replacement of the seat and castor. It is also recommended personnel be retrained regarding the safe operation of the lifter.

Event description:
The facility reports a client was seated on the bath chair. The bath chair was then attached to the lift arm of the bath. The chair was raised and the subchassis removed. The chair then fell from the lift arm to the floor with the client, who sustained fractures to the leg. It was reported that the operator had not checked that the chair was attached to the lift arm. An arjo investigator examined the unit and found the tub working correctly. The lift arm pick-up hook catch operated and closed under its spring tension. The seat engaged and disengaged from the pick up hook and locked into place properly. The seat attached and removed from the subchassis appropriately; the locking pin on the subchasis was working and correctly locked the chair in position. The subchassis had one castor with slight play and rust (not unsafe). The seat moulding was damaged and worn and was not locking on to the chair frame. The hand grips of the chair were split, exposing the ends of the steel tubs. Covers on the shower and tub fill were missing and split, and the tub fill valve was not working correctly; it would only operate while being pressed. The shower worked properly. The tub was chipped on top near the lift arm.